Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) for the falsely depressed total bilirubin (tbi) result. The customer stated that the 12:13 pm patient sample was laid down next to the patient under the phototherapy light for some time and a physician questioned whether it may have degraded the tbi in the sample. Siemens headquarters support center (hsc) has reviewed the information provided and concludes that this event is not a reagent lot or assay issue. Quality control was within range at the time of the event. The dimension tbi reagent cartridge instructions for use states the following in the specimen collection and handling section: "bilirubin is extremely photosensitive. Care should be taken to protect sample from both daylight and fluorescent light to avoid photodegradation." The cause of the discordant tbi result is unknown. No product nonconformance was identified. The device is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant depressed total bilirubin (tbi) result was obtained on a neonate patient sample on the dimension exl system. The result was reported to the physician who questioned the result. A new sample was drawn and processed and a higher result was obtained. There are no known reports of patient intervention or adverse health consequences due to the discordant tbi result. No corrected reported was issued.